Event description:
A customer contacted beckman coulter inc. (Bec) stating that the chemistry cartridge (cc) sample probe was leaking intermittently in the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that they found liquid on top of the cuvette covers and traced it back to the cc sample probe. Per the customer, patient results were not affected. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered that the sample probe was loose. The fse tightened the probe and no further leaks occurred. (B)(4).